Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was above 500mg/dl and a manual injection was administered to address the bg level. System check was performed and the pump performed as intended. No damage was noted to the cannula. Reportedly, the pump is worn underneath layers of clothes. Tandem technical support informed the customer that abrupt temperature changes during boluses may cause an occlusion alarm to declare. The customer changed their infusion set and successfully delivered a bolus without a subsequent occlusion alarm occurring.